Manufacturer narrative:
No product was returned for investigation. The root cause of delivery issue is determined to be patient condition due to calcification in the vessels. The device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during implantation of an impella cp the pigtail was unable to cross a calcium nodule. The impella was removed and the calcium was stented. The impella was re-inserted but it was still unable to pass through the previous illiac stent. The decision was made to remove the impella and proceed with the intervention without support.